Manufacturer narrative:
(B)(4). Evaluation, results: (mi).

Event description:
A 2.5 mm diameter x 24 mm length (ref MFR # 2953200-2011-00529) and a 3.0 mm diameter x 15mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent during procedure were deployed in the prox lad of a pt with no issue reported. Pt was asymptomatic at 30 day f/u; however it was reported that he was re-hospitalized due to an mi approx 6 months post procedure. No other clinical sequelae were reported. Investigator reported the event was probably related to the study device. It is reported that an angiogram was carried out approx 3 weeks following mi. It is reported that pt had a new significant lesion in a non-target coronary vessel. Pci was not carried out.